Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that he had a low blood glucose event of 43 mg/dl. The patient stated that he already spoke with his medtronic diabetes therapy consultant, and after the proper adjustments his sugars have been under 200 mg/dl, mostly in the 127 mg/dl to 150 mg/dl range. Transfer to the 24-hour helpline was declined as the customer already has a back-up plan and a high blood glucose protocol. No products were shipped or returned.